Event description:
It was stated that the device had faulty prime button. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: received cadd-legacy one ambulatory infusion pump sn: (B)(6). A visual and functional evaluation revealed when trying to prime the pump but the button would only work intermittently. The customer reported problem could be duplicated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Root cause was determined to be a faulty prime button which was replaced. Pump also required the dso sensor and rear case assembly to be replaced.